Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. The reported event could not be reproduced. Potential contributing factors have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy which can lead to increased friction and subsequent deployment failure. In this case, no pre-dilation was performed. Insufficient flushing of the device may be another contributing factor. Based on the information available and as no sample was returned, a definite root cause could not be determined. The IFU indicates that the system must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The reported application represents an off-label use of the device. The IFU states that the device is indicated for treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. The safety and effectiveness of the device for a treatment as described has not been established. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide patient details.

Event description:
It was reported that during placement of the endovascular stent graft in an iliac aneurysm, the stent graft could not be deployed any further after being released 3 mm. The delivery system with the partially released stent graft was retracted without issue. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.